Manufacturer narrative:
The complaint of separation on item mc33213 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer was found to have separated during patient use. It was stated in the report that there have been multiple blows apart in the computed tomography (CT) scan. The event occurred the week of (B)(6) 2024, a continuous occurrence so they couldn't give an exact date. The sample is not available for evaluation. There was patient involvement, and no patient harm but there was a delay in therapy because they had to clean the CT equipment.